Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the tech reported while cleaning the roller pump, a rubbing noise was heard. In addition, the tech observed the roller pump would not rotate freely. Since the event occurred during preventative maintenance, there was no pt involvement during this event.